Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to prime. The following information was provided by the initial reporter: the drug solution didn't come out upon priming.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to prime. The following information was provided by the initial reporter: the drug solution didn't come out upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2022-03-02 h6: investigation summary one open 31g x 5mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test can be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to prime. The following information was provided by the initial reporter: the drug solution didn't come out upon priming.